Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. However, the exact value was not provided. Reportedly, customer declined to provide additional information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user between (B)(6) 2018 and (B)(6) 2018. There were no erratic basal rate adjustments. On (B)(6) 2018 the user requested a 23 unit bolus for 110 grams of carbohydrates and a bg of 150 mg/dl. The pump notified the user that the bolus request exceeded the maximum bolus allowed. The user then delivered the maximum bolus allowed of 20 units. It is possible the user overcorrected. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.